Event description:
After a lead revision surgery, communication issues between the implant and the external equipment developed. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.